Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. Sensing was decreased and the dislodgment was confirmed via x-ray. A revision procedure was performed to reposition the lead. When the cardiac resynchronization therapy defibrillator (crt-d) was reconnected, noise was seen on the rv channel. The lead and head of the crt-d were cleaned but the noise persisted. Additional information was received that fluid in the header of the device was the suspected cause of the noise the crt-d was replaced and this rv lead remains in service. No additional adverse patient effects were reported.